Event description:
Additional information received reported the patient had ¿drains¿ put in her back and her head felt ¿like somebody hit it with a sledgehammer.¿

Manufacturer narrative:
(B)(4).

Event description:
Patient reported that shortly after getting her pump she was in the hospital for seven days because cerebrospinal fluid was leaking. She kept getting a big bulge and they had to keep draining it until a physician determined it was csf leaking. It was very painful. The patient was still retaining a lot of fluid where her pump used to be. The patient had recently been to the emergency room because of this. The patient had massive scar tissue from the implant which was causing her pain. Patient stated the doctors did not know where the fluid was coming from. The pump was delivering clonidine, bupivacaine and morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709 serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).